Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Event description:
A loss of pain relief was reported. It was indicated that the pump was replaced. Per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2013. The medication infused was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.